Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving hydromorphone [2.0mg/ml] at a rate of 1.1486mg/day and bupivacaine [30.0mg/ml] at a rate of 17.230mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient had recently had a catheter revision. Following the revision, the patient had a cerebrospinal fluid leak, and a blood patch was performed one week post-revision. It was stated that the patient's change in therapy/symptoms had been sudden. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.